Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited impedance ranging from 500 ohms to 2300 ohms. In addition, there is loss of right ventricular capture. Shock impedances are normal and stable. A chest x-ray is pending.